Event description:
It was reported that when connected to the heartmate touch and power module, the system controller would not communicate with the heartmate touch (hmt). Several different hmts and power modules were tried without success. There were no alarms. All parameters were able to be seen on the system controller but not the hmt.

Manufacturer narrative:
A1, a2, and a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a1: corrected. Section a2: corrected. Section a3b (date of birth): corrected. Manufacturer's investigation conclusion: the reported event of communication issues between the heartmate 3 system controller and the heartmate touch was unable to be confirmed as no files were submitted and no product was returned. Multiple attempts were made to obtain additional information regarding the resolution of the issue, if any product will return, and if any log files are available; however, no additional files were submitted, and to date, no product has been returned. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2017. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.